Manufacturer narrative:
Pump received with missing segments due to cracked lcd zebra connector. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer's mother called to report damage to the insulin pump. Customer's mother reported that there is a black screen on the pump after being dropped. Customer's blood glucose levels were not included in the report. Troubleshooting was done and customer stated that the black screen did not disappear. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.